Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter;s technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. They checked the lines and bags and found that the unused final line clamp was open. They cycled power to clear the se 2240 and it was followed by a se 2367 ending therapy. The baxter technical service representative (tsr) had the home patient (hp) disconnect using the aseptic technique. They removed the cassette and the hp would notify the peritoneal dialysis registered nurse (pdrn). They cleared the error and ended therapy. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There was an open clamp on an unused supply line. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and it was unknown how they would finish therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2012 and she was not aware of the patient having had that alarm. She would discuss the alarm with the patient the next time she sees them. As far as she knows the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2012 and she was able to resume therapy the next day when she started over with new supplies. She had accidentally left a clamp open. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp the label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.